Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was marked by the handpiece during implant. There was no reported patient impact and the procedure was completed using a backup lens. Additional information was requested.